Event description:
It was reported that the right ventricular lead model 6947 was explanted due to an increase in impedance. The dictation record also noted that the patient's right ventricular lead model 6936 lead had been replaced back in 2002, due to malfunction. No patient complications were reported as a result of these events.